Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device after an iliac stenting interventional procedure. Reportedly, after hemostasis was achieved with the clip the patient complained of leg pain. The pain was reported as an 8 on a 0 to 10 scale where 10 would be the worst pain. The procedure was performed at an (B)(6) center and the patient was given the option of being transferred to the hospital. The patient was transferred to the hospital. The patient was hospitalized for 6 days and then released. The physician reported that the patient had experienced nerve type pain during the arteriotomy stick. The stick was reported to be a little high but within the acceptable anatomical area. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Estimated weight - reported to be morbidly obese, (B)(6).